Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the doctor wasn¿t sure what was wrong with the patient. He wanted to rule out a pump issue with a dye study. On the initial report date, a dye study was done and aspiration issues were encountered. Upon aspiration, only 0.5ml was withdrawn and there were lots of bubbles. When the healthcare provider (hcp) went to inject the dye, a lot of resistance was met. Due to this resistance, only 1ml of dye was injected. Following the dye study, the patency of the catheter was in question. However, it was unknown what the specific catheter issue was. The catheter was replaced 2 days later. The device system was used to deliver lioresal. Specific patient symptoms and the patient outcome following the catheter replacement were not reported. However, additional follow-up to obtain this information is being conducted.

Manufacturer narrative:
Analysis of the catheter revealed a dried drug, blood or foreign material occlusion in the catheter body.